Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 82 noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had two consecutive insulin pump error alarms even it was at the same time. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer was not able to rewind the insulin pump. The customer states insulin pump passed the displacement test and self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.